Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the connector disconnected from the device during use. It was reported the ventilator was "running at a high peep rate of around 18 and a flow rate of approximately 30". The respiratory therapist was working with the patient at the time and pushed the connector back in more securely. No patient injury or consequence was reported. No medical intervention or reintubation was required. Patient condition reported as "ok".